Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment, moisture in the battery compartment,and a damaged battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: three battery compartment cracks observed, two in thread area, one below grip pad. Evidence of moisture contamination observed inside battery compartment. Battery cap is unable to fully tighten due to damaged cap threads and battery compartment cracks. Evidence of moisture contamination on underside of battery cap. Leak test shows leak at battery compartment cracks. Pump case was removed, no evidence of additional moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Multiple low battery warnings and replace battery alarms observed in the black box. Multiple "power on resets or reboot conditions" observed in black box on (B)(4) 2013.